Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 15.0mmol/l, 8.1mmol/l, 19.0mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).